Event description:
Patient reported the infusion device displayed an e10 cartridge error. She changed the accessories but was unable to clear the error message, and she delivered insulin via pen. She went to her general practitioner, and her blood glucose was 33.0 mmol/l (594 mg/dl) and she was vomiting. She was admitted to the hospital, and her blood glucose lab value was 30.0 mmol/l (540 mg/dl). She received medication via infusion. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The infusion device was evaluated. E10 cartridge errors were found in the history. The technical investigation of the pump showed that after the e10 error message, no rewind (change the cartridge function) was performed. A new battery and piston rod retraction should be performed to eliminate the e10 cartridge error message. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.